Event description:
It was reported that a patient presented with phrenic nerve stimulation due to the left ventricular (lv) lead. On (B)(6) 2022, the physician elected to cap and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
The reported event was phrenic nerve stimulation. As received, a partial lead was returned in one piece. Unable to measure due to distal portion not returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.